Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. Loss of left ventricular capture and high left ventricular capture threshold were noted when the device was programmed to different pacing vectors. The physician did not allege any malfunctions on the lead. One pacing vector was turned off and the other pacing vector output was reprogrammed. The patient was stable.